Manufacturer narrative:
The implant was removed and another kit was opened and successfully used. The kit lhr and corresponding implant lhr, listed below, were reviewed and no evidence was found to suggest that the device did not meet specifications prior to distribution. Kit 1443-2511 lot 101931 / implant 100060 lot 101906. This failure stems from attempting to insert the implant into an unstable proximal phalanx.

Event description:
A crosstie implant was broken during insertion. A 2.5 mm reamer was used in this case per the field update that was issued. The failure occurred while the doctor was attempting to insert the implant into the unstable proximal phalanx.